Event description:
It was reported that the user experienced hyperglycemia with continuous glucose monitor readings in the low to mid 300s and a high glucose alert on the ilet, in the context of very low insulin remaining and difficulty performing a supply change due to limited hand dexterity; the user disconnected from the pump and administered an insulin injection, then later reconnected and stabilized. Symptoms included hyperglycemia. Outcomes included self-management with manual insulin administration, remote troubleshooting and education, and subsequent stabilization without emergency services or hospitalization. Investigation included complaint handling and user troubleshooting. Investigation of this case revealed no device malfunction reported and that the event was consistent with hyperglycemia of unclear cause following depletion of insulin and interrupted pump therapy. It was concluded, based on previously established findings for similar reports, that the cause was unclear.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.